Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage at the luer connection. The following information was provided by the initial reporter: material#: 309657, batch#: unknown. It was reported by customer that despite the needle being tightly secured to the syringe, the connection point was leaking insulin. Verbatim: rcc received a complaint via email. Caller reported that despite the needle being tightly secured to the syringe, the connection point was leaking insulin. With how many syringes/needles did the caller experience the issue? ¿ one. Was the syringe/needle reused? - no. Product with issue - bd 3ml syringe, pn 309657. Is product available for return to bd? ¿ no. Product lot # - unavailable did issue cause any injury? - no how did the caller resolve the issue? ¿ changed syringe and needle and successfully filled a cartridge with insulin. Resolution ¿ no further tandem follow up is required. This report represents all available product information. No additional information is available. No closure letter is required for complaints where we are not returning samples for analysis.

Manufacturer narrative:
Pr (B)(4).correction following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.